Event description:
The pt called to report that on two occasions pt was hospitalized with low blood glucose. Pt stated that pt used the suspect device and obtained a result of 215mg/dl. Pt stated they are on an insulin pump and receives a continuous supply of insulin through 24 hrs. Pt fell unconscious and was taken to the hosp. The hosp tested pt's blood glucose at 20mg/dl on a meter in the ER. Pt was given glucose, breakfast and oranges. The suspect device was replaced with new product and authorized for return to the MFR for eval. Control solutions were not in use on the suspect device.